Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Additional information received from a nurse: on (B)(6) 2012, the patient was discharged from the hospital. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of fever, nausea, and peritonitis in a patient coincident with dianeal therapy for continuous ambulatory peritoneal dialysis (capd). Dianeal therapies were ongoing. During a call with baxter (B)(4) technical services, the following was reported. On (B)(6) 2012, the patient had fever, nausea, abdomen pain and cloudy effluent. The patient flushed the abdomen with the pd solution until the drain was clear and then went to the hospital for treatment. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis manifested by cloudy effluent and abdomen pain. On an unreported date, the patient was treated with cefazoline and fortum, each 1g/day ip for peritonitis. Treatment rendered for nausea and fever was not reported. The patient was recovering from this peritonitis event.